Event description:
An error message was reported with the adc device in use with a samsung s21 ultra with android operating system version 13 , app version 2.10.1.10406 . Customer reported an absence of display messages and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified treatment by an hcp and non-hcp third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported that no message when scanning the sensor. It was able to successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a samson s21 ultra with android operating system version 13. Customer reported an absence of display messages and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring unspecified treatment by an hcp and non-hcp third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.